Event description:
It was reported that while ventilating a patient, the screen went blank and the ventilator went into standby mode. The event occurred when the clinician was looking at the trends. When the screen came back, the clinician had to hit the 'resume ventilation' button to get the unit ventilating again. There was no patient harm. (B)(4).

Manufacturer narrative:
(B)(4). The investigation has been completed. No parts were replaced. The field service engineer (fse) could not reproduce the reported issue, the ventilator passed all functional and safety tests. An evaluation of the device logs confirms that the user interface was restarted. The different views presented on the screen during restart was what was perceived as standby mode and stop of ventilation, but the device logs confirm that ongoing ventilation was unaffected. The user interface will automatically present the correct view when the restart is completed, there is no need to press a resume/start ventilation button. The root cause for the restarted user interface was probably an issue with corrupt log data that the software couldn't handle properly, but this has not been confirmed. If the user interface restarts, ongoing ventilation will be unaffected. It will not be possible to change ventilation settings until the restart is completed, which will be visually apparent to the user.

Event description:
(B)(4).